Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 : supplemental sent to correct information omitted from previous follow-up # 1; retain test strips had been ordered and undergone pa testing. The MFR narrative in follow-up # 1 should have included the text: the retain test strips passed testing. Appropriate evaluation codes have been included in this supplemental.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his one touch verio iq meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred ¿1-2 months ago¿ prior to contacting lfs. The patient manages his diabetes with a combination of diabetes medications including (metformin, insulin and ¿gardia¿) and denies making any changes to his usual diabetes management routine as a result of the alleged error message. On a date and time that is unclear the patient claimed to have developed the symptom of ¿shaking¿. The patient reported that this morning he self-treated with food and/or drink. At the time of troubleshooting, the cca determined that it was not the first time the product was being used, there was no misuse of the meter the unit of measure was set correctly and the correct testing steps were carried out at time of testing. The cca also noted that the patient was using the correct test strips, and when the power button was pressed the error 2 message did not reoccur. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.